Manufacturer narrative:
The returned spacer was analyzed and passed all tests performed. However, the visual examination revealed some damage to the implant body and screw thread. There was also an abrasion on the mating surface of the actuator. The damage found most likely occurred during the explant procedure and was not a result of the reported event. Per the instructions for use IFU, device migration is a known risk with use of the device.

Event description:
It was reported that the patients pre-existing pain returned after she felt a pop in her back when participating in water therapy. The superion indirect decompression spacer was found to have migrated. Therefore, the patient underwent a spacer explant procedure and is recovering. The implant date is unable to be obtained despite good faith efforts.

Event description:
It was reported that the patients pre-existing pain returned after she felt a pop in her back when participating in water therapy. The superion indirect decompression spacer was found to have migrated. Therefore, the patient underwent a spacer explant procedure and is recovering. The implant date is unable to be obtained despite good faith efforts.